Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-04851. It was reported the patient¿s system was explanted due to an infection at both the lead and ipg implant sites. Cultures were (B)(6) and patient was treated with antibiotics. Follow-up information indicated the infection has cleared.

Event description:
Related manufacturer reference number: 1627487-2019-04851.